Event description:
A customer contacted global technical services (gts) regarding a check lines and bags alarm on the homechoice (hc) unit during prime. The home patient (hp) stated she was unable to resume the prime cycle as the check lines and bags alarm repeated. The technical service representative (tsr) instructed the hp to check the set. The hp stated she found that the cassette was leaking. The tsr instructed the hp to reset the hc back to 'load cassette' so she could reset up with new supplies. The hc unit was operational. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow up MDR will be sent.